Manufacturer narrative:
Initial and final MDR (B)(4) - device 7 of 7.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced seven events of infusion set bent cannula on (B)(6) 2025 which led to hospitalization. The site of insertion was abdomen. Patient noticed symptoms within three hours of insertion. High blood glucose reported was 436 mg/dl. Ketones were also reported as positive. Duration of emergency room stay was 9 hours. No further information was available.